Event description:
The customer reported a lower than expected folate result was generated on the access 2 immunoassay system for two patient samples on multiple days. This report represents sample one of two generated on (B)(4) 2011. Data provided by the customer indicates that the generation of the low folate sample was confirmed as erroneously low via repeat testing on another instrument. The repeat sample result was higher. Additionally, generation of folate results by an alternate method concurred with the repeat folate sample result. The alternate method results which were regarded as valid were reported out of the laboratory. The initial erroneous folate result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Quality control results were performing within customer established ranges at the time of the event. No system check data was provided by the customer. No error messages were posted to the instrument's system log. The sample was collected in a red top serum tube with a gel separator.

Manufacturer narrative:
Service was dispatched on site on (B)(4) 2011 for this event the field service engineer verified main pipettor alignments and realigned as required. The wash tower insert was replaced. Routine and high sensitivity system checks were performed. Results from both met established specifications. Although the instrument was repaired prior to being returned into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2011-01909.